Event description:
It was reported that the customer had normal blood glucose levels of 70 mg/dl. The customer reported a button error alarm from an old insulin pump. The customer was requesting assistance on clearing the alarm from the insulin pump in order to get her settings. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.